Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the pump was replaced on (B)(6) 2014 due to the elective replacement indicator (eri). It was later reported there was a catheter occlusion. The patient was not experiencing symptoms and was going in for a routine pump replacement. The doctor thought the catheter might be occluded so it was replaced. The doctor did not get enough fluid back when aspirating the catheter during replacement. No segments were left in the intrathecal space. A new catheter was placed and was flowing nicely and the patient was feeling better. The patient was doing well and had no problems. The system was being used to deliver compounded baclofen.